Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests his blood glucose 2-3 times a day. He takes a set dose of lantus insulin once a day in the morning. He does not adjust the insulin based on his meter readings. The patient indicated that the alleged meter issue started three days prior, at around 10:00 am. The patient did not modify his medications or meals as a result of the alleged meter issue. The next day at an unspecified time, the patient claimed that he developed symptoms of sweating and vomiting because of the alleged meter issue. The patient administered self-treatment by drinking milk which helped to relieve his symptoms. The patient felt as though he could have prevented the symptoms from developing if he had been able to test his blood glucose. The patent explained that he eats and/or drinks something whenever he gets relatively low meter readings and in order to prevent low blood glucose events. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia a day after the alleged meter issue began.